Event description:
It was reported that the device was fuzzy. No pt injury was reported.

Manufacturer narrative:
The customer will call back with the serial number for the glidescope. This product info is not available at this time.